Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Line was inserted on (B)(6) 2026 and removed (B)(6) 2026. Downstream occlusion alarm sounded. Baby was agitated and PICC dressing was saturated with fluid. Crack noted in catheter between hub and wing observed. PICC line removed from baby. Line removed, piv inserted.